Manufacturer narrative:
Device passed self test and displacement test. No unexpected pump error 3 alarms noted during testing however, pump error 3 and pump error 63 alarms are confirmed in the downloaded history file due to a software error. Device was received with scratched case, pillowing keypad overlay, case cracked behind the device near the battery compartment and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. It was stated that the insulin pump error occurred 3 times prior to calling. Customer was able to successfully clear the alarm. Customer was not able to complete insulin pump rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.